Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump, was using cold insulin, and was not properly cycling the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level.